Event description:
The pt underwent implantation of a synergy neurostimulation system in 2001 for pain. The pt developed fever, redness and erosion of the device pocket, as well as meningeal signs and symptoms. The pt had diabetes, autoimmune disorder, corticosteroid use, as well as a debilitated status. The pt had device pocket and blood cultures which grew staph aureus. The pt was treated with total device system explant and IV antibiotics. The pt died of sepsis and meningitis.